Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that pre-mature battery depletion was observed during follow-up in clinic. During last follow-up on (B)(6) 2016, battery longevity was 1.5 years and then the device presented in eri since (B)(6) 2016 with most energy extensive features disabled. The patient was asymptomatic. Error in longevity display was suspected. Device was explanted and replaced. Patient's condition was stable during and post-procedure.